Manufacturer narrative:
Patient information was updated in section a and additional information added in section b5. F1908 was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received and stating that the type of procedure was spinal fusion and no impact on patient outcome.

Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and verified the logs and after shoot some 2ds the system changed the status to stand alone mode. Found there was no communication from imaging system ethernet / mobile view station (mvs) ethernet and detector / mobile view station (mvs) detector ethernet connection. Bypassed the ethernet from mobile view station (mvs) to image acquisition system (ias) using and external cable and the error went away. Reseated connections and cut some cable ties and rebooted system multiple times trying to duplicate the error with no success. Ran a system checkout as per guidelines and checklist and passed within specs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the site was unable to expose while in surgery. The site was using a handswitch at the time and reseated the cable with no change. Site then pulled in another imaging system to continue surgery. This issue occurred intra operatively and caused less than 1 hour surgical delay. No additional information was provided.

Manufacturer narrative:
H3,h6): software team investigated the reported issue and found that this was not a software issue. Complaint data analysis found the issue was due to the hardware issue. Manufacturer representative (rep) found that there was no communication from ias ethernet / mvs ethernet and detector / mvs detector ethernet connection. Rep bypassed the ethernet from mvs to ias using an external cable and the error went away. Software functioning as designed. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No additional information received.

Manufacturer narrative:
H2: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6), product ID: bi71000206, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.